Event description:
It was reported that the cuff does not inflate when checked before changing the needle. The device was returned to smiths medical.

Manufacturer narrative:
The device was returned to smiths medical. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Manufacturer narrative:
The device was returned to smiths medical. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that the cuff does not inflate when checked before changing the needle. The device was returned to smiths medical.